Manufacturer narrative:
(B)(4) is 9616066-2015-00864. No product will be returned per customer. The customer complaint could not be confirmed because the product was not received for failure investigation. The root cause of this failure was not identified.

Event description:
The pump alarmed for an occlusion. The nurse opened the pump module door and noticed that on the silastic section of tubing ballooned to a nickel size. The pcu screen instructed the on what to do; after following these instructions the balloon resolved. The nurse changed out the tubing.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.